Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and high out of range pacing impedances that were within normal limit. Lead testing was performed that led the physician determine a possible micro fracture in the subclavian crush area of this rv lead. A lead revision procedure was performed, the rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported. The rv lead was capped.